Event description:
The customer reported a visit to the emergency room, with a blood glucose reading of 522 mg/dl. The customer stated that he had not been using the correct rotation method. Educated the customer on the importance of rotating correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.